Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383069 lead, 1156t lead implanted: (B)(6) 2008. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately 4 months after device was implanted and 5 years after the leads were implanted. The cause of death has been requested and not received.